Manufacturer narrative:
The file indicated the use of a qualified lens and viscoelastic. The handpiece was unspecified. It is unknown if a qualified product was used. Not enough information was provided to determine if a qualified associated handpiece was used. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Follow up attempts were made for more details of the event. No additional information has been provided at this time. File will be reopened when more information or if the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the cartridge cracked while bringing up to the tip. The injector was then pulled out of the eye and injected in another cartridge, it then went fine with no patient harm. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).